Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range (oor) pacing impedances on the right ventricular (rv) lead, measuring greater than 2000 ohms. All other measurements were within normal limits. Boston scientific technical services (ts) recommended continuing to monitor. This ICD and rv lead remain in service. No adverse patient effects were reported.

Event description:
This supplemental report is being filed as the conclusion code was updated.